Manufacturer narrative:
This report is filed (B)(4) 2014.

Manufacturer narrative:
The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(4) 2014. This report is filed (B)(4) 2014. Device is currently unavailable.

Event description:
Per the clinic, the patient has permanently discontinued use of the device for unknown reasons. The implanted device remains.